Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The event of "granuloma and nodules" are known potential adverse events addressed in the product labeling. The event of "deformation" is considered an unexpected adverse drug experience.

Event description:
Health professional reported that a patient was injected in the midface with juvéderm voluma® xc. The patient developed ¿granuloma and nodules¿ after being treated with radiation for cancer. No indication of biopsy being performed. The patient was treated twice with hyaluronidase by different physicians. The second treatment caused a ¿deformation¿ to the patient¿s face that is not device-related and plastic surgery will be needed. The symptoms are ongoing.